Event description:
Unremarkable deployment procedure except the doctor feels that his tension on the catheter was not constant. Three hours post deployment patient developed pain and absent pulse. Five hours post deployment, surgical intervention to remove clot was performed. Event resolved six and a half hours post deployment.